Event description:
It was reported that a cartridge alarm occurred, specifically cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as a corrective action. The customer, who had not previously reported alarm 20, was informed that they would receive a pump with updated software and they acknowledged the instructions for handling the replacement process. A backup insulin pump was available to ensure continued insulin delivery. The customer was given instructions for returning the original pump in storage mode, and the shipping details for the replacement pump were confirmed. No signature was required for the delivery.